Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery previously, for which the customer was sent a temporary replacement insulin pump. The customer stated that she had still been using the insulin pump, but it began giving her the problem again. The customer did not provide the blood glucose reading. She stated that she tried to retrieve her settings to program her new insulin pump, but the device would not allow her to exit the rewind/prime screen. She was advised that once the motor error occurred during prime, the screen would not exit and continue occurring. She was also advised that she would trigger a no reservoir alert if the device did not continue alarming motor error during the prime sequence. She was advised to consult her doctor in order to retrieve her settings.